Event description:
A hair was discovered when opening a medline minor or pack, the pack was contaminated and was discarded. Manufacturer response for or pack, (brand not provided) (per site reporter).